Event description:
A nurse reported that, after implantation, the surgeon discovered that the haptic was damaged and explanted the lens, then implanted a new one during the initial procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).